Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss noted in the long trace or device history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son had experienced hyperglycemia. Customer's blood glucose level was 640 mg/dl. The customer¿s other blood glucose level was 300 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and this was the second occurrence of the replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer reported they did not have a back-up plan available. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.